Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The pod was worn for between 4 and 24 hours. Patient noted the pink slide did not move forward and the cannula deployed but did not insert into the insertion site, indicating the needle mechanism failed to function as intended. Symptoms reported include dizziness, nausea and dry mouth. IV fluids and insulin were administered for treatment. The patient was released after approximately 6 to 7 hours.